Event description:
The info originally received on this device was that during cleaning of the device, it was discovered that the tip had melted. During the investigation of the complaint, however, it was found to have broken during the procedure, and there was a hub fracture of the device.

Manufacturer narrative:
The complaint cannot be confirmed of the insulation near the tip melting; however, the device was returned with a fractured hub. The shrink tubing which covers the shaft is by manufacturing design to have two holes at distal end. Conclusion: user caused failure. Hub fractures have been attributed to excessive force being placed on the distal end of the device by the end user. Extreme or steep angles of insertion or withdrawal of the device into or out of a trocar have also been associated with fractures of this nature.